Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (not powering on) was confirmed. Upon investigation, the charger was not powering on due to the l602 being knocked off of the bedside board. The root cause of the damaged l602 was unable to be positively identified. No adverse events occurred from the defective charger.

Event description:
A us distributor reported that a battery charger was not powering on.